Event description:
It was reported there were high impedances when the left ventricular lead was connected to device. It was further reported that it appeared to be a set-screw/lead pin interface issue. The initial measurements were "out of range". Both the lead and the device were replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): the device was analyzed and no anomalies were found.